Manufacturer narrative:
The microcatheter, introducer, pusher and implant were returned. The dispenser hoop was not returned. Review of the returned pusher found the heater coil was smashed and the strain relief was damaged. The transition area of the pusher was found damaged and stretched. The hypotube of the pusher was also found kinked. The monofilament was extracted and displayed a stretched profile, which is typical of a unit that has sustained a tensile break. The attachment bond and gold connector of the pusher were found intact. No burn marks were found on the heater coil aside from the initial smash/damage found. Due to the implant remaining in the microcatheter, an x-ray image was taken of the microcatheter displaying the stretched coils of implant. The implant was found severely stretched. Inspection of the microcatheter found it to be kinked, which would cause advancement issues for the coil. The investigation of the returned coil system found the implant to be separated from the pusher, stretched, and stuck in the returned microcatheter. The separation appears to the be result of a tensile break resulting from excessive retraction forces. Inspection of the microcatheter found a kink, which would have cause advancement issues as well as the cause for the implant to become stuck. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage to the microcatheter, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer. The investigation is underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that an implant coil detached inside of the microcatheter. The coil was removed in its entirety along with the microcatheter. There was no reported intervention or patient injury.